Event description:
It was reported that during a total laparoscopic hysterectomy, part of the tissue pad fell off inside the patient. The portion of tissue pad was fully retrieved through the trocar. They completed the procedure with a second instrument with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.